Event description:
Reportedly during use of an otw mini trek in the distal left anterior descending artery with moderate tortuosity and heavy calcification, the balloon catheter tracked poorly on a bmw universal ii guide wire just proximal to the target lesion and could not be advanced forward or backwards. The two devices were removed as one unit. The procedure was completed using a 1.5 x 12 mm non-abbott otw balloon catheter. A clinically significant delay in procedure was not reported. The patient did not experience any adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 1.5 x 15 mm otw mini trek is being filed under a separate medwatch MFR number. Factors that may contribute to the inability to advance/retract the balloon catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Analysis of the returned balloon catheter noted dried blood in the guide wire lumen which could have contributed to the reported difficulty. The guide wire was not returned which may have aided in the evaluation. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record review and similar incident query for this product was not performed because the part and lot number was not reported and the product was not returned for analysis. There is no indication of a product quality deficiency.